Event description:
It was reported that during a gastric bypass procedure, there was no staple line formation. A device of the same product code was used to complete the procedure. No patient consequence reported.